Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head lot #: unknown. Item #: unknown, unknown liner lot #: unknown. Item #: unknown, unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04135 liner. 0001822565 - 2019 - 04137 head. 0001822565 - 2019 - 04138 cup.

Event description:
It was reported that the patient has underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to unknown reasons. Attempts were made to obtain additional information; however, none was available.